Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and could not duplicate the reported issue. The se performed testing and the device passed all tests.

Event description:
It was reported that during patient use, a ventilator displayed a device alert. The patient was then transferred to another ventilator. The patient was not harmed as a result of the event.